Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed high capture thresholds on the right ventricular (rv) lead. The physician elected to explant and replace the rv lead. The patient was in stable condition.

Manufacturer narrative:
The reported event of inadequate capture threshold was not confirmed. As received, a complete lead was returned in one piece for analysis. The cause of the reported high thresholds was consistent with procedural damage. No other anomalies were seen.